Manufacturer narrative:
Patient with a unicondylar knee implant developed an infection. It was communicated to conformis that a few of the hospital's instrument trays underwent shortened sterilization cycles. Review of device history record indicated that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient with a unicondylar knee implant developed an infection.